Event description:
The customer initially reported that their device had its service light illuminated. Upon initial eval by physio-control, it was observed that the device would not charge or deliver defibrillation therapy. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure physio replaced the flex cable assembly connected to the biphasic pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed flex cable assembly and observed that the cause of the reported failure was that the cable was torn and land 1 was open.